Event description:
The thermacor 1200 infusion system was being used at (B)(6) univ on (B)(6) 2014. At the end of the case after eight units of blood had already been infused, the patient line (lot 331128477) began to leak. The hospital indicated they thought it was a pump issue. The thermacor 1200 unit ((B)(4)) was returned for testing. Initial testing of the unit indicated the unit was not detecting pressure. The pressure increase caused the patient line to leak. The unit was sent to the manufacturer for repair. It was determined that the unit had been damaged by the end user. The damaged pressure ports and housing were replaced. This damage to the unit was possibly caused by the unit being tipped over or something hitting the pressure port area. No patient issue or injury was reported.